Event description:
The dentist reported that 1 year and 6 months after the dental implant was installed in intraoral region #12, it was verified its non osseointegration. 30 ncm of primary stability was achieved and immediate load was not performed.

Manufacturer narrative:
(B)(4).